Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-06877 and 2134265-2015-06878. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and pullback sled to view the target lesion. During procedure, the opticross¿ imaging catheter was not recognized by the system so reconnection was performed but the issue was not resolved. The system was rebooted and set up again however, automatic pullback failed to perform. Exchanging the imaging catheter with another device did not resolve the issue. The physician opted to manually perform the pullback. The opticross¿ imaging catheter was eventually exchanged to a non bsc imaging catheter and completed the procedure. No patient complications were reported and the patient's status is good.